Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (erbe) to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and problem could not be confirmed using artemis; however, visual inspection during the failure analysis process verified the reported event, as the erbe unit does not power on. The unit's inability to power on prevents access to both the erbe error logs and system testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the erbe unit was not powering on. The customer stated that rest of the system had power, but pressing the power button on the erbe resulted in no response. The tse instructed the customer to check the power cord and connect it to a known good outlet; however, the screen remained black. The customer noted that an e-100 unit was powered on but not intended for use. The tse advised powering down the e-100 and using its power cord for the iesu, but the issue persisted with no response. The customer has a third-party force triad available and will use it for the case. The procedure was completing as planned with no reported injury.